Manufacturer narrative:
It was reported that the anchor was suspected to have caught on the posterior wall of the artery, causing an occlusive dissection. The angiogram review by essential medical confirmed the presence of an occlusive dissection. Dissections are a common event for large bore procedures. The IFU lists ischemia of the leg or stenosis of the femoral artery, local trauma to the femoral or iliac artery wall, such as dissection and other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention as possible adverse events. The risk documentation has been reviewed and confirmed this is a known risk. The severity of harm is ranked as a 4 which covers this incident since ballooning was applied as a treatment for the occlusion. The occurrence of this type of incident remains below risk documentation acceptable limits. Based on the information reviewed, there appears to be no product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation. This complaint is being reported because the patient reportedly experienced a serious injury during a tavr procedure in which manta vascular closure device was used. The patient required intraoperative intervention of ballooning to resolve a femoral occlusion that was alleged to have been caused by the manta anchor getting caught on the posterior wall of the right femoral artery creating a dissection. The manta's instructions for use lists local trauma to the femoral or iliac artery wall, such as dissection as a potential adverse event previously identified as being related to the deployment of vascular closure devices. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device includes, but is not limited to arterial damage, vessel laceration or trauma.

Event description:
The manta account representative (rep) contacted essential medical on (B)(6) 2019 to report an event that occurred during a transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2019. A 16f procedure sheath was used for this procedure. The femoral puncture site was reported to be at the mid-femoral head level with the femoral bifurcation below the femoral head. The rep stated the procedure was the physician's fourth manta deployment in training and he followed the deployment steps properly. The time to hemostasis was reported to have been immediate. A post-closure angiogram was taken revealing a complete obstruction of the femoral artery just distal to the manta's radiopaque suture with no blood flow into the superior femoral artery (sfa) or the profunda. From the contralateral side, the physician advanced a long 6f procedure sheath up and over the aortic bifurcation, then into the right common iliac artery and down into the right external iliac artery. A micro-catheter was then advance followed by a .014 guidewire. The guidewire was advanced down the sfa with what was described as "moderate difficulty." Multiple angioplasties were performed with 4x2, 5x2, and 6x2 balloons. A follow-up angiogram was taken after the ballooning procedure and showed restored blood flow into the sfa and profunda. Dr. Sakuja stated that he felt the manta anchor had gotten caught on the posterior wall of the right femoral artery, causing a dissection. The manta rep has requested copies of the intra-operative imaging for review as part of post-market vigilance investigation.